Event description:
It was reported that a thrombus occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, resistance was felt in the guide catheter while inserting the burr into the guide catheter. Upon removal of the burr from the patient's body, it was noted that a large amount of thrombus was found to be attached. It was also noted a thrombus formed in the coronary artery. The use of the rotapro was discontinued, a non-boston scientific stent was deployed to cover the thrombus and successfully complete the procedure. In physician opinion, it is highly possible that the heparin induced thrombocytopenia (hit) was due to patient's condition, it cannot be denied that it is possible that the insertion of the burr and rotawire may have triggered the acceleration of blood coagulation. There were no further patient complications reported.